Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident.

Event description:
It was reported that the patient with this device received shock therapy and sought a medical evaluation. The local medical facility was unable to complete the device interrogation. It was additionally noted, the patient was not originally implanted in this geography however has resided in this location for approximately three years. The implant of the device was one year prior to relocation. Following confirmation of follow-up, this event will be further updated. It was suggested that the interrogation difficulty was due to in unavailability of a correct programmer unit.